Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently made incorrect patient connections at rinseback, causing blood to flow back into the saline bag. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently made incorrect connections when entering rinseback. The user's guide provides adequate instructions for ending treatment and performing rinseback. Clotting of the circuit is attributed to the amount of time spent correcting the connections. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.